Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the animal clinic used the stapler sample and the staples did not hold. They reported that the staples simply started dropping out by the following day. The device was used on a canine/dog. No further information is known. It is unknown if there were any consequences. It was not noted how the case was completed. One device was discarded.